Event description:
Boston scientific (formerly guidant) received information from the patient that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted by the patient that there was an issue with the fit of the endograft. The endograft was repaired at a different hospital less than a month post implant. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this event will be updated.